Event description:
Procedure: wedge resection. According to the rptr: the jaws locked on tissue. The dr stapled around the cartridge and removed a small piece of tissue and the cartridge. No blood loss, extra or time was 10 mins.

Manufacturer narrative:
Initial report sent to FDA on 04/15/2008.